Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during reprocessing of the gastrointestinal videoscope, chemical formalin was used during reprocessing of the scope instead of alcohol. The device was used in subsequent procedures; however, there were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the investigation results, improper reprocessing, could be identified. We could not specify the root cause of the suggested event. We presume that there was difference in recognition about the device handling and reprocessing steps between recommendations by olympus and the user facility. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿IFU warns on improper reprocessing as follows: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor the field performance for this device.